Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse. Generator, model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the midline incision site with symptoms of redness and drainage. Culture was taken and revealed staphylococcal infection. The patient was prescribed antibiotics. The patient underwent an explant procedure. The physician did not believe that the infection was device related but was unknown if related to the procedure.